Event description:
It was reported that the patient presented remotely. Review of transmission revealed that pacemaker exhibited noise over-sensing, leading to inappropriate mode switches. No intervention was performed. There were no patient consequences.